Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she was in the hospital due to diabetic ketoacidosis. Customer stated that she was hospitalized on (B)(6) 2015 with a blood glucose of 480 mg/dl. Customer's current blood glucose was 286 mg/dl. Customer had nausea, abdominal pain, difficulty breathing, and was vomiting due to her high blood glucose. Customer was taken to the hospital and was given lantus. Customer stated that she put in her blood glucose meter and it transferred to the pump and read that no insulin was to be given. Customer stated that there was a 911 call for her blood glucose. Customer was also dehydrated and stated that her grandson was sick and she may have caught what he had. Customer was treated with an IV drip of insulin. Customer was wearing the pump at the time of the 911 call. Customer was advised to do a complete set change and will be sent a tubing clamp.